Event description:
It was reported that the patient presented to the emergency department after hearing their device tone. An alert triggered on the right ventricular (rv) lead due to out of range high impedance on the superior vena cava (svc) coil and a svc fracture was suspected. It was also reported that, previously, the patient received inappropriate therapy in 2013 due to oversensing of the rv lead. In 2013, the pace sense portion was capped and was replaced with a new pacing lead while the therapy portion was still in use. Now, both the therapy and pace sense leads were explanted and were replaced with one new lead for the rv. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 407645 lead, implanted 2011; 407658 lead, implanted: (B)(6) 2013. (B)(4).